Manufacturer narrative:
The investigation for the reported loss of opm data issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs confirmed the reported placement signal failure mode given there were controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Clinical staff reported no alarms were triggered at the time they observed this behavior, which was per design for the controller error alarm hysteresis. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. However, the motor current was stayed within normal ranges for the set p-level. The reported motor current invisible was not confirmed. Device analysis: the console was sent back for further investigation. The failure mode could not be reproduced. This is a known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm. Abiomed is aware of the issue and is working on appropriate corrective action. This is a low probability event and is very difficult to reproduce. If needed, the clinical team can monitor patient hemodynamics and impella position with imaging. The failure mode will be monitored for trends. Per the results of the clinical review and investigation, the root cause was not determined because the failure mode could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the placement signal was lost for a short time, and the aic was successfully changed, however the patient ultimately expired on support.